Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were unresponsive. It was also found the customer received a button error alarm. Customer's blood glucose was over 270 mg/dl. The customer's blood glucose was treated with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.